Event description:
Procedure type: unk. According to the reporter: the clips were not formed properly and they were not pressed together and were opened at the proximal end. The pt had to be converted to an open surgery. Blood came out of the arteria zystica. Blood loss was less than 100ml, pt status is ok, and or time extended about 45 mins. Clips did not hold at ductus cystica or at the arteria cystica. Arteria and ductus were manually sutured.